Manufacturer narrative:
(B)(4): no specific date or implant was provided in the article other than "the study included all patients at our institution in which an ivc filter was placed between (B)(6) 2007 and (B)(6) 2010." Investigation is still in progress.

Event description:
A total of 15 follow-up abdominal CT studies were available, which demonstrated progressive perforation of the posteromedical filter leg, progressive erosion of the adjacent vertebral body and fracture of the filter leg on follow-up studies obtained 144, 564, 645, and 781 days or later after filter placement. Fractured filter leg. No information of retrieval provided.